Manufacturer narrative:
Reference: (B)(4). Concomitant devices: 130 deg x 4.5mm plate, 3 hole, item number: 00-0907-2203 lot number: 052633-g. 4.5mm cannulated locking screw, 65mm item number: 00-0907-4765 lot number: m93172-e. 4.5mm non locking cortical screw full thread 28mm, item number: 00-0907-4528 lot number: 172162-f. 4.5mm non locking cortical screw full thread 28mm, item number: 00-0907-4528 lot number: 170677-f. 4.5mm non locking cortical screw full thread 28mm, item number: 00-0907-4528 lot number: 172162-f. 4.5mm cannulated locking cortical screw, 70mm, item number: 00-0907-4770 lot number: m48083. Complaint sample was not returned for evaluation. Reported event was confirmed through radiographic images provided by the customer. DHR was reviewed. No deviations or rework was reported. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause is unknown but the patient's poor bone condition as noted by the surgeon could be a contributing factor. Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2020-00017 reports the second loose screw, 4.5mm cannulated locking cortical screw, 70mm,: item number; 00- 0907-4770, lot number; m48083. 3006460612-2020-00018 reports the second loose screw, 4.5mm cannulated locking cortical screw, 70mm: item number; 00- 0907-4570, lot number; 140107.

Event description:
It was reported the patient underwent a revision surgery due to one broken screw and two screw backing out of the plate. The two loose screws were replaced during the revision surgery while the remaining screws and plate were not replaced. The fractured screw was left in the patient's bone. The surgeon noted the poor bone quality of the patient which caused some micromovements.